Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation noticed that the upper jaw was broken off. However, the broken piece was not returned for investigation. This is typically caused by applying excessive force while grasping and manipulating tissue or excessive leveraging forces. The cause remains undetermined. Functional testing was not performed due to the damage to the device.

Event description:
On 04/14/2023, it was reported by a sales representative via sems that an ar-12990 scorpion top jaw of this knee scorpion broke during a case and the fragment was retrieved from the patient.. This was discovered during a case and device broke during use.